Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-22288 it was reported the patient presented with an unspecified infection. A transesophageal echocardiogram (tee) revealed there was vegetation on the right ventricular lead. The implantable cardioverter defibrillator (ICD) and right ventricular leads were explanted. The patient condition was unknown.